Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed high voltage on shock channel during charge. There was a low, out of range shock impedance alert as well. The device was recommended to be replaced. There was also noisy signal over sensing and some blanking and under sensing observed at the right atrial (ra) lead channel. Both ra and right ventricular lead are non bsc devices. There was an episode where the device delivered what appears to be inappropriate and anti-tachycardia pacing and a shock that accelerated the rhythm to ventricular fibrillation. The system remains implanted at this time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)